Event description:
Suture was used to tie off a pedical of the uterus. Patient was bleeding post-operatively, and had to be brought back to the or that evening. The pedical was found with a gut material suture broken, not at the knot. Suture was not frayed, only broken. Surgery used another chromic gut to complete surgery. Per doctor, the patient may have to be brought back for hematoma.